Manufacturer narrative:
The customer¿s report of tubing leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted on the set. Functional and pressure testing resulted in no leaking from each of the female or male luer. The extension set male luer and each female luer were dimensionally tested using the iso go/no go gauges and was found to be within specification. The root cause of the customer's report of tubing leaked was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set leaked during use on a patient. There was no report of patient harm. Although requested, no further details were provided.